Event description:
When a syringe of a chemotherapy drug was attached to the stylet and injected, the drug squirted out of the cracked stylet and made contact with the rn's skin. The rn was holding the child in place for the procedure. Approximately 1/4 of the child's chemotherapy dose was not given as a result. The employee was sent to employee health for assessment and incident report. The physician decided not to do another lumbar puncture on the pt because it was felt that the amount of drug lost was relatively minor and that it would not be worthwhile redoing the procedure.